Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient was having issues with the system in which they couldn¿t move their spine or muscles. A manufacturer representative was requested for their appointment. The indication for use was spinal pain. No device issues reported.